Manufacturer narrative:
Analysis found that there was high resistance in the pump battery and the pump motor gear train had corrosion/wear/lubrication and that there was a motor stall due to shaft bearing. Eval code-result 3233 updated to 180 and 925. Eval code-conclusion 11 updated to 12. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving un known baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and head/brain injury. It was reported that an alarm was heard and confirmed by telemetry. The pump logs were checked. It was stated that all the available logs show the date of (B)(6) 2017 with the ¿reset ¿ low battery¿ message repeating. There were multiple resets due to low battery starting on (B)(6) 2017. The hcp asked the likelihood of the pump completely stopping from (B)(6) 2017 since the patient would not be able to get it replaced until then. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The representative was not made aware of any symptoms. The patient¿s weight was not made available to the representative. The information was confirmed with the healthcare provider (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion (B)(4) updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-jun-27. The pump was explanted on (B)(6) 2017 for ¿pump depletion¿ and returned to the manufacturer. There were no further complications reported or anticipated.